Event description:
It was reported that the pin was placed in the forearm under power. X-ray taken, pin was determined to not be deated completely to far cortices. Under hand power the pin was advanced and pin broke off.